Event description:
Granuloma [granuloma]. Lumps [mass]. United states report received from a sales representative on 18-nov-2021. A medical affairs director reported that a (B)(6) female patient received rha4 for an unknown indication, on (B)(6) 2021; dose and frequency unknown. An unknown volume of rha4 was injected to the perioral cheeks, maler area, and nasolabial folds using an unknown technique. It was unknown if a cannula was used for the administration of rha4. It was unknown if the needles from the box were used for the administration of rha4. Previous cosmetic procedures were unknown. Medical history was not provided. Concomitant medications and food supplements were not provided. On an unknown date, the patient experienced granuloma after a second round of rha. Additionally, on (B)(6) 2021, the patient experienced lumps. On (B)(6) 2021, the patient received, as treatment, an injection of one vial of hylenex with lidocaine and saline solution into the inflamed filler area. On (B)(6) 2021, the patient received, as treatment, injection of one vial of hylenex with lidocaine and saline solution. On (B)(6) 2021. The patient is scheduled for a follow-up appointment with the physician for a possible third injection of hylenex. The outcome of the events was unknown. The intensity of the events was not provided. The product was not available for return. (B)(4). No additional information was available at the time of this report. Follow-up was received on (18-nov-2021) from a health care professional: the patient's initials, gender, date of birth, start date of the rha4, location of the injection, and treatment were updated. Additional event details were added. Product availability was updated.